Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed ¿alert 69 ¿ algorithm data parity check,¿ consistent with a device algorithm fault, and the user was instructed to revert to backup therapy; a replacement ilet was arranged and delivered, and the user was advised on shutting down the device and returning it. Symptoms included no reported injury or clinical effects. Outcomes included a temporary interruption of automated insulin delivery and reliance on backup therapy until the replacement was received. Investigation included remote troubleshooting and user education. Investigation of this case revealed a suspected internal algorithm data integrity error consistent with a malfunction of the processing/software subsystem, with no contributory user factors identified. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a software or data integrity anomaly.